Event description:
The initial reporter advised shiley that a pt had the bjork-shiley convexo-concave aortic heart valve replaced due to aortic stenosis. According to the initial reporter, there was "subvalvular obstruction for a normally functioning valve." The pt survived the surgery and according to the initial reporter and "is doing fine."